Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the gears were not moving in the right direction on vessel sealer extend instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting gears not moving in the right direction, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint regarding the instrument gears not moving in the right direction was not confirmed by failure analysis. An attempt to perform functional testing of the device to replicate the report complaint was not possible due to the returned condition of the device. Additional observations not reported by the site that is not related to the customer-reported complaint found the instrument to have failed the engagement tests based on log review and during in-house testing. The instrument failed mechanic engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. After opening the housing, the instrument was found to have dislodged snake wrist cables at the proximal end. No damage was found to the clamping pulley and input disk. The instrument will be transferred to engineering for the dislodged snake wrist cables.

Event description:
Refer to h10/h11 for follow-up information.